Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-2051, awareness date 21-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2013. Consumer had essure placed in (B)(6) 2013 and since then she has had severe back pain, migraines, severe bleeding for months, fatigue, nausea, severe bloating, hair loss, weight gain, painful sex, severe pelvic pain, severe cramping, rashes and depression. On (B)(6) 2015, she was rushed into surgery because she was having severe pelvic pain to the point she couldn't stand up or walk. When the doctor went in she was in shock to see one of the coils on the outside of her tube. That night she removed both tubes. Product technical complaint (ptc) investigation result received on 12-nov-2015: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed/identified. Moreover, the reported medical events are not indicative of a quality deficit per se. A review of similar cases is not applicable as no batch number was reported. In summary, a relationship between the reported medical events and a quality defect is excluded. Company causality comment: this spontaneous and non-medically confirmed case report refers to a female consumer of unspecified age, who had essure (fallopian tube occlusion insert) inserted and presented since the insertion severe pelvic pain and severe bleeding for months. She was rushed in surgery due to worsening of pain and when the doctor went in, it was found out that one of the coils was on the outside of her tube. Then, she had the coils removed. These events, seen as pelvic pain, genital bleeding and device dislocation, are serious due to medical importance and required intervention and listed in the reference safety information for essure. Pelvic pain and genital bleeding may occur during essure use. Considering the close temporal relationship and their nature, the reported events are assessed as related to essure use. Although in this case the exact date and mechanism of this dislocation were not informed, given the implied temporal relationship and the fact that during essure use, there is a risk of dislocation, causality with essure use cannot be excluded. Since essure removal was required (implying in surgical intervention) this case is regarded as incident. Based on the available information no product quality defect was confirmed/identified. A review of similar cases is not applicable as no batch number was reported. In summary, a relationship between the reported medical events and a quality defect is excluded. No further follow up will be actively pursued, since this case was identified during health authority website monitoring.